Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient was hearing an audible alert tone from their implantable cardioverter defibrillator (ICD) every four hours. This cadence is indicative of a right ventricular (rv) lead integrity issue. It was further reported by the patient that the toning had started the day before after they used a transcutaneous electrical nerve stimulation (tens) unit for their leg. The patient was referred to their physician the lead remains in use. No patient complications have been reported as a result of this event.